Event description:
It was reported that the pump was being replaced due to battery depletion. The patient has an unspecified back surgery (date not reported) after which they found the catheter broken. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. The report indicated that the patient recovered without sequela. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Final pump analysis revealed battery depletion; end of life- no anomaly found. Catheter.